Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 283 mg/dl yesterday and that she had disconnected from the insulin pump and her blood glucose increased to 493 mg/dl. The customer did not report any symptoms of high blood glucose. She did not feel okay to troubleshoot. The customer was advised to change her entire set, reservoir and insulin and treat per health care professional's instructions. The customer was in the hospital for a non-diabetes issue since yesterday, and she stated that she will call back for proper high blood glucose troubleshooting once she gets home from the hospital.